Manufacturer narrative:
The controller was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed that the returned controller display remained blank, the leds were not functioning and there was no communication with the monitor. The returned controller was able to start and run a pump without any problem; and sounded an audible alarm. The root cause of the failure was a failed lcd display module.

Event description:
Approximately four months post hvad implantation, the site reported that the patient's back-up controller had a blank screen with an audible (medium-priority) alarm that could not be silenced. All of the power indicators corresponding to the batteries were on. There was no message on the screen, only a loud, continuous alarm. This controller was not in use by the patient at the time of the event. The device was exchanged with no reported patient injury.